Event description:
It was reported that this patient presented to the emergency room (ER) with a heart rate in the 30's. Additionally, the patient exhibited fatigue and weakness. Technical services reviewed the presenting electrogram (egm) and found there were high thresholds on the right ventricular (rv) lead which resulted in loss of capture however, the patient did not experience asystole. Subsequently, the patient underwent a lead revision and the procedure was completed successfully. No additional adverse patient effects were reported.